Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have dc fuse (f3) on the system board which measures as an open circuit. This would have prevented the unit from being able to run on battery and charge the battery. A service history record review reveals that this unit was in the field for over (2) year with no previous reported issues prior to this reported event.

Event description:
Customer reported, "unit shuts off as soon as ac power is disconnected. Unit will not run on battery. Customer tried replacing batteries without improvement." There is no pt info available.